Event description:
It was reported that this tripolar lead exhibited an unknown proper performance issue. Due to the limited information received, further follow-up to obtain related details was not possible. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.